Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6)) underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation on the right side of the heart, when left pulmonary vein isolation was already completed, cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 1200 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. Physician¿s opinion regarding the cause of the event is that it was procedure related. The physician did not attribute the causality of the event to a biosense webster, inc. Product. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed with a brk transseptal needle. There was no evidence of steam pop during the ablation. The flow was set within standard settings for thermocool® smart touch® sf uni-directional navigation catheter. No error messages were observed on any biosense webster, inc. Equipment.